Event description:
It was reported that during a primary knee procedure, when the blade cutter of the device touches the patella, the joint to the patella jaws gets loose. A saw had to be used to complete the procedure successfully with no delay. This is the second time this has happened with this device and surgeon, another device of the same catalog number. No other information is available. Update april 23, 2020: the surgeon provided additional information via the sales representative. He believes the mating device, patella milling clamp assembly, was the likely cause of this event.

Manufacturer narrative:
Update to event changed the subject device for this event. All fields applicable to device information have been corrected. An event regarding assembly issue involving a duracon clamp was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Update to event changed the subject device for this event. All fields applicable to device information have been corrected. An event regarding assembly issue involving a duracon clamp was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that during a primary knee procedure, when the blade cutter of the device touches the patella, the joint to the patella jaws gets loose. A saw had to be used to complete the procedure successfully with no delay. This is the second time this has happened with this device and surgeon, another device of the same catalog number. No other information is available. Update april 23, 2020: the surgeon provided additional information via the sales representative. He believes the mating device, patella milling clamp assembly, was the likely cause of this event.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a primary knee procedure, when the blade cutter of the device touches the patella, the joint to the patella jaws gets loose. A saw had to be used to complete the procedure successfully with no delay. This is the second time this has happened with this device and surgeon, another device of the same catalog number. No other information is available.